Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical treatment with hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had low blood glucose levels of 39 mg/dl. The pod was worn for 1 to 4 hours on the abdomen. Patient was on an airplane and they think the pressure affected the insulin. The patient's husband is a doctor. The pod was changed out and the patient was treated with 45 grams of glucose.